Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2017 and suture was used. The suture was easily detached from the needle during use on the dermis. There were no adverse consequences to the patient. No further information is available